Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the customer that the exeter rasp broke during the surgery. It was reported that there was patient involvement and surgical delay of more than 30 minutes. However, no medical intervention was required and no adverse consequences were reported.

Manufacturer narrative:
An event regarding fracture involving an exeter rasp was reported. The event was confirmed. Method and results: device evaluation and results: the event was confirmed. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined. Medical records received and evaluation: not performed as no patient information was provided. Device history review: no discrepancies were reported. Complaint history review: there have been no other events for the referenced lot. Conclusions: the device was confirmed to have broken following approximately 10 years of service. An instrument's service life is finite and dependent on number of use cycles and proper maintenance. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
It was reported by the customer that the exeter rasp broke during the surgery. It was reported that there was patient involvement and surgical delay of more than 30 minutes. However, no medical intervention was required and no adverse consequences were reported.